Event description:
A few months ago we switched to new IV catheters. Two reports have since been submitted with concerns about the new product. On (B)(6), the report stated that the shift coordinator has been receiving complaints about the new IV catheters from patients. Patients are reporting that they are hurting them. Recently, the shift coordinator spoke with a patient whose IV has been in for 2-3 minutes and they reported that the site hurt for days after it was removed. The shift coordinator reported that the new catheters do not thread very easily, so they are quick to cause the vein to blow. More recently, a report was received from a nurse that she had a patient whose veins were easily visualized but when trying to insert the IV, it seemed to stick. The patient required three sticks to successfully obtain an IV site.